Event description:
The ambulance crew arrived on scene and found the pt presenting signs of lividity with pupils fixed and dilated. Defibrillation electrodes were applied to the pt and the pt was observed to be in asystole. External pacing and ECG electrodes were placed on the pt and the associated cables were connected to the device and pt. External pacing was attempted. Reportedly, the device would not pace the pt. The pt was noted to be very hairy. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viabiity.